Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube, and arteriotomy locator. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The sheath and carrier tube are fully assembled in rear lock position. The anchor is visible in the assembly tip. Functional testing begins with setting the assembly in forward lock position, deploying the anchor. The assembly is reset to rear lock position, posting the anchor on the sheath tip. The anchor is manually pulled, deploying the anchor collagen and tamper tube. One 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sheath and carrier tube were in used condition, fully assembled, with the anchor visible in the assembly distal tip. The anchor, collagen and tamper tube were able to be successfully deployed during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to data privacy. A2: age & date of birth: requested, not provided due to data privacy. A3a: sex: requested, not provided due to data privacy. A4: weight: requested, not provided due data privacy. A5: ethnicity: requested, not provided due to data privacy. A6: race: requested, not provided due to data privacy. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: mtr. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal was prepared correctly. The anchor was released and the system withdrawn in order to press the plug onto the vessel with the stamp, it was not possible because the system was pulled out of the puncture site completely without resistance. While withdrawing the angioseal, the device could be pulled outward easily without any resistance. The wire that is normally visible was not present. The puncture was compressed with pressure dressing for 24 hours. There were no further complications after the intervention and there was no patient injury. The patient remained in stable condition with no impairment. The procedure prior to using angio-seal device was intercranial embolization. An 8fr procedure sheath was used. The angiogram was performed initially, however, not again immediately before the deployment.